Event description:
A 4.0mm diameter x 24mm length ave gfx stent was successfully placed at a totally occluded target lesion in the right coronary artery. The deployed stent was then re-crossed with an intravascular ultrasound probe, which was positioned in the distal right coronary artery. Automated pullback of the intravasculr ultrasound probe catheter was performed at 0.5mm per second. Intravascular ultrasound revealed that the mid and distal stented segment revealed an eccentric plaque and the stent appeared to be mildly undersized for the vessel diameter. When an attempt was made to remove the intravascular ultrasound catheter, it became apparent that the intravascular ultrasound catheter and the guidewire were entangled with each other. Therefore, the guide catheter, guidewire and intravascular ultrasound catheter were removed as a unit. During this removal, a moderate degree of force was required. Inspection of the guidewire revealed a kink in it's mid portion and the ultrasound catheter had a kink in the transducer cable. Upon an attempt to post dilate the stent, it was noted that it no longer remained at the target lesion site and had most likely migrated into the systemic circulation. Therefore, a second ave stent was successfully deployed at the target lesion site. The pt did not demonstrate any symptoms related to the migrated stent and remained stable throughout the procedure.